Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. After investigating the needle mechanism, no issues were found that would result in the needle/cannula failing to deploy. The device ran 3242 pulses. The exposed portion of soft cannula of the received pod was found to be torn. After opening the top housing of the pod, the overall length of soft cannula was measured to be out of specification and found to be cut off. It could not be determined when this damage to soft cannula occurred. Pod download data did not show timeouts and drive stall during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.